Event description:
Hcp reported that the patient was implanted with a neurostimulator. The patient expired and the cause of death was listed as suicide. It was reported that the patient was suffering from depression. The device was returned to the manufacturer.